Manufacturer narrative:
(B) (4). The sample has not yet been received by baxter. Should samples become available, a follow-up report will be filed upon completion of the sample evaluation or if additional information is received.

Event description:
The customer reported to baxter (B) (4) that the reservoir separated/ruptured. This condition was observed during patient use with an unknown drug. There was no patient injury and medical intervention associated with this report. No additional information is available.